Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the site was not able to turn on the hand held device, although it had been charging overnight. Troubleshooting was performed including soft and hard resets, which did not resolve the problem. The screen lock was in the unlock position and the battery latch was in the lock position. All connections were secure, however, the power light was red and the device did not appear to be charging. The site was provided a new hand held and the non-working device has been sent back to MFR where analysis is underway.

Event description:
It was reported that during a laparoscopic total hysterectomy procedure, the device was faulty in grasping the tissue. A new device was used to continue the procedure. There was no patient impact reported. No other details are known.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The clamp function as intended, opening and closing properly. The batch history records were reviewed with no anomalies noted during the manufacturing process.